Event description:
Young patient with type one diabetes with an insulin pump found unconscious with gcs (glascow coma scale) 7 and now with significant findings on MRI brain. Suspect patient went hypoglycemic for long period of time during the night. Additional information received on 03-dec-2024 for mw5162929. Correcting procode.

Event description:
Young patient with type one diabetes with an insulin pump found unconscious with gcs(glascow coma scale) 7 and now with significant findings on MRI brain. Suspect patient went hypoglycemic for long period of time during the night.

Event description:
Additional information received on 03-dec-2024 for mw5162929. Correcting procode.